Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm and reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 115-136 mg/dl.

Manufacturer narrative:
Device not returned.